Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10611, related manufacturer reference number: 1627487-2019-10613. It was reported the patient experienced inadequate stimulation. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the patient was implanted with a additional system. Postoperatively the patient was receiving effective therapy using both systems.